Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Info received on (B)(6) 2010 indicates the pt had an advance sling implanted (date of implant unk). The pt had another procedure on (B)(6) 2010 and at that time, it was indicated that there was erosion associated with the sling. Ams requested, but did not receive additional info.